Event description:
It was reported that the user experienced repeated dexcom g7 pairing failures with the ilet, resulting in disconnection from automated insulin delivery and transition to multiple daily injections; troubleshooting and education were completed, including confirming the cgm type setting, reselecting g7, reentering the new sensor code 8105, and initiating sensor warmup. Symptoms included nausea and lethargy associated with hyperglycemia. Outcomes included prolonged hyperglycemia with a reported peak glucose of 604 mg/dl and approximately 10 hours above range, managed with subcutaneous insulin via pen without medical intervention or ketone testing. Investigation included technical support review of device settings and user-guided reconnection steps. Investigation of this case revealed pairing failure limited to the cgm-to-ilet interface with no reported pump software fault and resolution after correcting the cgm selection and code entry. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to cgm configuration leading to loss of cgm data to the ilet.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.